Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer's father stated that patient was given a shot of units as pick up from school. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 600 mg/dl. The customer was advised that at this time displacement test and manual prime were successful and motor error did not recur. The customer was advised to monitor the pump.